Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board, generator interface board, power supply, and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system locked up during case. The system had to be rebooted and the procedure was completed. No pt injury was reported